Event description:
It was reported that the patient had a spinal cord injury (symptoms and date of onset were not reported) and was going to have magnetic resonance imaging (MRI) done of her ¿t-spine,¿ ¿mid-back,¿ the day of the initial report.the MRI was being done to ¿rule out cord tethering,¿ it was ¿assumed¿ to be related to the system as the system was implanted six weeks before the initial report. When asked ¿tethering, meaning the catheter, that they¿re--¿ the caller responded ¿um-hum,¿ it was unclear what was meant.additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: patient programmer model 8835, serial# (B)(4), implanted: na, explanted: na; catheter model 8781, serial# (B)(4), implanted: (B)(6) 2013. (B)(4).